Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad error, which was confirmed and reproduced as a delayed keypad response during evaluation. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced. Additional information:delay in response.

Event description:
It was reported that a spectrum pump had a keypad error. During baxter's evaluation, this keypad was found to have a delayed response. It was also reported there was no patient injury.